Event description:
It was reported to boston scientific corporation that a protegen sling was implanted (B)(6) 1997. According to the complainant, the patient experienced an inability to void, bladder irritation, recurrence of incontinence, mesh erosion, urethrovaginal fistula and underwent additional surgeries to remove mesh. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 017021 could not be matched to the upn.